Manufacturer narrative:
Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer¿s mom reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer¿s mom changed out the infusion set supplies and the pump was replaced to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management. No additional patient or event information was available.

Manufacturer narrative:
H6 (remove 23, 120, 4114, 3221).